Manufacturer narrative:
(B)(4).

Event description:
I suffocated [suffocation] the hair are small and cling to the inside of the throat [foreign body in throat] case description: this case was reported by a consumer via call center representative and described the occurrence of suffocation in a female patient who received gsk toothbrush (sensodyne toothbrush) toothbrush (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started sensodyne toothbrush. On an unknown date, an unknown time after starting sensodyne toothbrush, the patient experienced suffocation (serious criteria gsk medically significant), foreign body in throat (serious criteria gsk medically significant) and product complaint. The action taken with sensodyne toothbrush was unknown. On an unknown date, the outcome of the suffocation, foreign body in throat and product complaint were unknown. The reporter considered the suffocation and foreign body in throat to be related to sensodyne toothbrush. Additional details: adverse event information was received via call center representative (email) on 29sep2021. The consumer reported that "I bought a sensodyne toothbrush but it loses its hair from the second use. The hair are small and cling to the inside of the throat, and I suffocated because of a hair. It's a horrible and frankly dangerous experience. I am shocked to find this quality in france and at sensodyne, I find it regrettable and unforgivable, especially since this toothbrush is 3.5 euros (not the cheapest) I would like to know what gsk intends to do to: 1. Explain this situation 2. Remove this toothbrush from sales. 3. Compensate me for this horrible experience. I will also contact the competent authorities to be sure that this file will be followed". Follow up information was received on 30sep2021 from qa department regarding complaint (B)(4) with reference (B)(4). The product complaint concluded as inconclusive. Investigation evaluation: no sample was returned for this complaint and the lot/batch details were not received so a full investigation cannot be completed. As this information is not available the complaint cannot be investigated and will be closed as inconclusive. If the consumer contacts us with additional information or if the complaint sample is received, the complaint issue will be reopened and further evaluated. The initial and follow up are processed together. Follow up information was received on 03oct2021 from consumer. The consumer updated the product name as "sensodyne sensitivity and gums". It is mentioned that the consumer used the product twice, the second time was on (B)(6) 2021 and the first times on (B)(6) 2021. Stop date is (B)(6) 2021. From the second use, bristles of the toothbrush have detached, and remains hanging on the back of the throat, it was very difficult to get rid of it. Consumer used the product to brush the teeth. They don't use it anymore. Patient's age is updated. The consumer keep the product normally in the bathroom and used the brush one or two weeks after purchase. The action taken is updated as withdraw with dechallenge as unknown. The drug start date is updated as (B)(6) 2021 and stop date as (B)(6) 2021.